Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by field service engineer (fse) during preventive maintenance that cs300 had error codes in logs 35, 37, 45, 55, 57. No patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1 initial reporter name and event site mail ID, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit displayed fault codes 35,37,45,55, and 57. These codes were unable to be reproduced but the fse replaced the batteries , keyboard controller as a precautionary measure. Much of the necessary information was requested through gfes and was met with no response. The record will be updated if the information becomes available.